Event description:
The pt was hospitalized for hypoglycemia (38-42 mg/dl). She reported subsequent hyperglycemia at home (509 mg/dl) the next day.

Manufacturer narrative:
The pt reviewed history and settings from pump and confirmed that all recorded information is correct and appropriate. She reported that she did not program the usual combination bolus for the meal prior to the event and that the low blood glucose occurred one hour after the meal. Pt stated that the subsequent elevated blood glucose at approximately 9:00 am on the next day ((B)(6)2010) was the result of being disconnected from the pump for basal/bolus delivery since 9:45 pm on (B)(6)2010 and having no insulin delivery since hospital personnel delivered an injection of rapid-acting insulin at 2:00 am on (B)(6)2010. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.